Event description:
A medtronic representative reported that, during a spinal fusion procedure the surgeon alleged the navigated instrument tracker was damaged. The surgeon stated the damaged instrument tracker was approximately 1-2 millimeters inaccurate. The other tracker in the instrument set was fully functional. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The medtronic representative, reported that the instrument was found accurate during testing. The instrument was used accurately in a subsequent surgery. No parts have been received by the manufacturer for analysis.